Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she received a no delivery alarm during manual prime. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. The customer had changed the infusion set prior to calling and; insulin did not exit the tubing at manual prime. Customer was advised to change the reservoir; insulin pump did not alarm no delivery with prime. Customer was advised that changing the reservoir resolved the issue. Blood glucose value is unknown. It was also mentioned that a couple of weeks ago, the customer removed the reservoir and had blood. The reservoir would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated four open/used reservoirs. Tested the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and the reservoir passed. No occlusions were noted.